Manufacturer narrative:
The returned device was evaluated and the downloaded data showed no signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The exposed portion of the soft cannula was returned with a kink. The kink did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were observed. It cannot be conclusively determined when the kink occurred and if it contributed to the reported event. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 357 mg/dl after wearing the pod between 36 and 48 hours on the abdomen.